Event description:
It was reported the device was used during during a thoractomy. It was reported the mcl20 clips were jamming and not forming properly. There was no consequence to the pt. Rep reports a second mcl20 was introduced to complete the case.